Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that water was found in the barrel. The returned syringes were tested and one sample exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure. (B)(6) 2021, holdrege received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula. The photo only shows the cannula and not the syringe. There is no evidence if the stopper is seated against the barrel or silicone pooling (excessive) inside the barrel. The lab did determine the liquid to be dc silicone which is used to lubricate the inside of the barrel to allow the plunger to move with ease at the time of use by the customer. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported that foreign liquid was found in the bd ultra-fine" ii insulin syringe barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm - non-biological: water was found in the barrel."